Event description:
It was reported that, "our tucson reps quite [sic] working for stryker and shipped trays back to the main office in phoenix. I received them on (B)(6) 2013 and noticed that there were three inner shafts in the bottom of the tray. Two of them was [sic] broken and the other was poking out of one of the perforated holes in the tray and was bent. I do not know if this was due to shipping or if it happened in surgery. This is all of the information that I have"

Manufacturer narrative:
Method: complaint history analysis, risk assessment. Results: there have been 117 previous complaints for this device. Previous investigations concluded the failure was the result of user-error. The device was returned in the tip was confirmed to be broken. The DHR for the batch of this device was reviewed and no deviations were reported. The surgical technique states, "while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided, as it can cause bending or breakage of the inner shaft". In this case there was no patient involvement. Conclusion: previous instrument failures have occurred due to user-error and it is believed that is the case here as well. The surgical technique states that pivoting or angulation of the instrument must be avoided as it can lead to breaking of the inner shaft.